Event description:
It was reported that when putting the needle in it was clear on the ultrasound that the needle was right in the middle of the vessel but there was no blood return. So for the fourth stick attempt a new needle was used from one mi kit and then there was blood return at once. So since the PICC placement just before this one had the same issue a new needle was taken from a mi kit and then it worked just fine with blood return. (B)(6) 2022- the safety mechanism of the returned device did not fully engage over the tip of the needle and was found to be able to slide freely up the needle shaft. The facility reported the same issue happened previously on another device. This report addresses the returned device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer needle is confirmed; however, the exact cause is unknown. One 21 g safecan introducer needle was returned for evaluation. An initial visual observation showed use residue on the returned sample. The safety mechanism of the sample was observed to be activated but was not engaged over the distal tip of the needle and was found to be able to slide freely up the needle shaft. The length of the needle shaft was observed to be bent and curved and the distal tip of the needle was observed to be damaged. A microscopic observation revealed the distal tip of the needle was curled inward and damage was observed on the outer edges of the needle bevel. When and where the returned introducer needle was damaged could not be determined from the evidence observed on the returned sample; however, possible causes include damage during handling or use. A lot history review (lhr) of refw0208 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw0208) have been reported from the same facility in (B)(6).